Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") and menometrorrhagia ("menometrorrhagia") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: past medical history: nothing to report. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), muscular weakness ("muscle weakness"), asthenia ("increasing asthenia") and myalgia ("daily muscle aches"). On an unknown date, the patient experienced tendonitis ("tendinitis"). The patient was treated with surgery (device removed, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, muscular weakness, asthenia, myalgia and tendonitis outcome was unknown. The reporter considered asthenia, menometrorrhagia, muscular weakness, myalgia, pelvic pain and tendonitis to be related to essure. The reporter commented: procession of clinical signs occurred one month after the essure device placement. Removal was performed at the patient's request due to menometrorrhagias, pelvic pain, tendinitis, muscle weakness, asthenia. Events were related to product but no information was available regarding improvement of events after removal. Most recent follow-up information incorporated above includes: on 17-jan-2019: removal questionnaire provided. Event tendinitis added. Causality changed to related. Removal was performed at the patient's request. No other new medical information was provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscular weakness ("muscle weakness"), asthenia ("increasing asthenia"), myalgia ("daily muscle aches") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the pelvic pain, muscular weakness, asthenia, myalgia and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for asthenia, menometrorrhagia, muscular weakness, myalgia and pelvic pain with essure. The reporter commented: procession of clinical signs occurred one month after the essure device placement. It is not clear if device was kept or not. Most recent follow-up information incorporated above includes: on 27-dec-2018: it was confirmed that removal of essure was performed. Device was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.